Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was during the call, pt mentioned they had to have the ins moved on (B)(6) 2022 because the ins was right up against their skin and hurting them. Pt said the fat around the ins was no longer there so the ins was against the skin. Pt started to notice the issue 6 months ago. Pss documenting information given during the call.